Manufacturer narrative:
Returned device analysis indicates that the ipg passed all visual, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed the charging attempt made prior to receipt of the device in the lab exhibited poor coupling of the charger to the ipg. Other portions of the charge profile graph illustrate charge current was able to reach the maximum current, and indicates good alignment. The reason for the poor coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing a shooting sensation down her leg with the stimulation off and had difficulty charging the implant. The decision was made to revise the patient's pocket site and to replace the ipg. The patient is doing well following the procedure.

Event description:
A report was received that the patient was experiencing a shooting sensation down her leg with the stimulation off and had difficulty charging the implant. The decision was made to revise the patient's pocket site and to replace the ipg. The patient is doing well following the procedure.